Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 429mg/dl. It was stated that the insulin pump alarmed no delivery several times during night, but the issue was solved by changing the infusion set and reservoir. Troubleshooting was performed, and the manual prime test passed. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.